Event description:
Additional information was received from the patient. They called back reiterating the same issue about maximum settings. Patient said they see an orange dot next to the 0.3 ma and they cannot increase or decrease stim. Agent reviewed maximum settings and redirected patient to their managing hcp. Patient referenced previously reported case in regards to replacement communicator, see (B)(4). Patient also said programmer is not holding a charge. The patient was warm transferred to mobility. The patient called back on (B)(6) 2023 because they wanted assistance connecting replacement external devices. Patient was able to connect with the ins. Patient was on program 3 at 0.3. Patient wanted to increase stim to 1.3 and saw a max settings message when they tried to increase higher than 0.3. Patient changed to program 4 and also got a max settings message at 0.3. Agent recommended patient follow up with their hcp to have the device checked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient said their device is supposed to be at 1.3 ma and it is at 0.3ma and says maximum settings. Caller noticed the issue a couple days ago. Had patient try to increase stimulation and it won't increase. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included patient said, their managing doctor is three hours away. Patient wanted to know if their primary care doctor could take care of the issue. Pats told patient they are probably not familiar with the device. Suggested patient call and talk to them and see if they are ok with allowing a rep to come to the office. If so they could call national answering service to request a rep come to the office. Patient has an appointment with primary care doctor the end of (B)(6).

Manufacturer narrative:
Event date: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.